Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates a problem with the dso (downstream occlusion). During the visual inspection it was found the dso seal was detached. The complaint was not confirmed due to the dso sensor is good. The dso seal was replaced with a new one. The performance verification test was performed. All tests passed within specifications. Probable cause: detached dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a torn and delaminated downstream occlusion (dso) seal. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.